Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cardiac disorder ("heart disorder"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and blood disorder ("blood disorder"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, cardiac disorder, menorrhagia and blood disorder had resolved. The reporter considered blood disorder, cardiac disorder, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: plaintiff claiming medical leave related to essure: yes. Patient received treatment for events menorrhagia (heavy menstrual bleeding), blood disorder ,heart disorder, gen. Abnorm. Bleed diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received-event injury updated to general abnormal bleeding. Outcome of genital bleeding updated to recovered / resolved. New events menorrhagia (heavy menstrual bleeding), blood disorder, heart disorder were added. Patient information, new reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 44537-not valid, a85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic tubal ligation hta endometrial ablation" on (B)(6) 2013. The patient's concurrent conditions included type 2 diabetes mellitus, high cholesterol, pulmonary embolism, deep vein thrombosis and anticoagulant therapy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (menorrhagia)\prolonged mense, abnormal/heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain"), cardiac disorder ("heart disorder") and blood disorder ("blood disorder"). The patient was treated with surgery (endometrial ablation on (B)(6) 2016, hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, cardiac disorder and blood disorder had resolved, the vaginal haemorrhage was resolving and the uterine leiomyoma outcome was unknown. The reporter considered blood disorder, cardiac disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claiming medical leave related to essure: yes. Patient received treatment for events ¿menorrhagia (heavy menstrual bleeding), blood disorder ,heart disorder, gen. Abnorm. Bleed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: 1. No contrast opacification within the fallopian tubes beyond the essure implants. 2. Mild deformity to the endometrial cavity especially on the right may be related to mass effect from fibroids. 3. Intravenous intravasation of contrast was noted toward the end of the injection. Results- total bilateral occlusion.. Imaging procedure - on (B)(6) 2013: essure confirmation test: bilateral occlusion. Lot number: a85501 manufacture date: 2013-01 expiration date: 2016-01-31. Lot number ( 44537 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Event outcome was updated for the event : abnormal menstrual pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 44537, a85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic tubal ligation hta endometrial ablation". The patient's concurrent conditions included type 2 diabetes mellitus, high cholesterol, pulmonary embolism, deep vein thrombosis and anticoagulant therapy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (menorrhagia)\prolonged mense") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cardiac disorder ("heart disorder"), blood disorder ("blood disorder") and dysmenorrhoea ("abnormal menstrual pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, cardiac disorder, menorrhagia and blood disorder had resolved, the vaginal haemorrhage and dysmenorrhoea was resolving and the uterine leiomyoma outcome was unknown. The reporter considered blood disorder, cardiac disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claiming medical leave related to essure: yes. Patient received treatment for events ¿menorrhagia (heavy menstrual bleeding), blood disorder ,heart disorder, gen. Abnorm. Bleed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: 1. No contrast opacification within the fallopian tubes beyond the essure implants. 2. Mild deformity to the endometrial cavity especially on the right may be related to mass effect from fibroids. 3. Intravenous intravasation of contrast was noted toward the end of the injection.. Imaging procedure - on (B)(6) 2013: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received: lot no. Was added. New events received: abnormal bleeding(vaginal), uterine fibroids, abnormal menstrual pain medical device monitoring error were added. Concomitant conditions were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 44537-notvalid,a85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic tubal ligation hta endometrial ablation". The patient's concurrent conditions included type 2 diabetes mellitus, high cholesterol, pulmonary embolism, deep vein thrombosis and anticoagulant therapy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (menorrhagia)\prolonged mense") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cardiac disorder ("heart disorder"), blood disorder ("blood disorder") and dysmenorrhoea ("abnormal menstrual pain") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, cardiac disorder, menorrhagia and blood disorder had resolved, the vaginal haemorrhage and dysmenorrhoea was resolving and the uterine leiomyoma outcome was unknown. The reporter considered blood disorder, cardiac disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claiming medical leave related to essure: yes. Patient received treatment for events ¿menorrhagia (heavy menstrual bleeding), blood disorder, heart disorder, gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: 1. No contrast opacification within the fallopian tubes beyond the essure implants. 2. Mild deformity to the endometrial cavity especially on the right may be related to mass effect from fibroids. 3. Intravenous intravasation of contrast was noted toward the end of the injection. Imaging procedure - on (B)(6) 2013: essure confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 44537-not valid, a85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure hysteroscopic tubal ligation hta endometrial ablation" on (B)(6) 2013. The patient's concurrent conditions included type 2 diabetes mellitus, high cholesterol, pulmonary embolism, deep vein thrombosis and anticoagulant therapy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding (menorrhagia)\prolonged mense") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain"), cardiac disorder ("heart disorder") and blood disorder ("blood disorder") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (endometrial ablation on (B)(6) 2016, hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, menorrhagia, cardiac disorder and blood disorder had resolved, the dysmenorrhoea and vaginal haemorrhage was resolving and the uterine leiomyoma outcome was unknown. The reporter considered blood disorder, cardiac disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff claiming medical leave related to essure: yes. Patient received treatment for events ¿menorrhagia (heavy menstrual bleeding), blood disorder ,heart disorder, gen. Abnorm. Bleed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: 1. No contrast opacification within the fallopian tubes beyond the essure implants. 2. Mild deformity to the endometrial cavity especially on the right may be related to mass effect from fibroids. 3. Intravenous intravasation of contrast was noted toward the end of the injection. Imaging procedure - on (B)(6) 2013: essure confirmation test: bilateral occlusion. Lot number: a85501 manufacture date: 2013-01 expiration date: 2016-01-31. Lot number ( 44537 ) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.